Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.

Event description:
The customer contacted baxter's technical service center regarding therapy assistance, which occurred on the homechoice (hc) during use, during dwell 1. The baxter technical service representative (tsr) found further that the hp elected to disconnect and reconnect a solution bag and add another bag of higher dextrose strength. The hp claims he had done this before and the hp's main concern was not transferring up into the heater bag while in dwell 1. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.